Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0ullq, implanted: (B)(6) 2015, product type lead.

Event description:
The consumer reported that there was a loss of therapy; it stopped working for his symptoms. He was back to the same pattern of going to the bathroom like before he was implanted. The patient was up 20 times a night and was not going properly. The manufacturers¿ representative (rep) tried adjusting it a few times. One time, the rep came to his house and it did not help. They met at the health care professional¿s (hcp) office on (B)(6) 2015. The rep tried to remap it completely with her programmer and that did not work. The patient started to feel stimulation in the wrong location. Stim was in the leg, front groin and right back side. The rep tried all programs and stim was still going in the wrong location. It was annoying and the device was not usable. The patient had an x-ray of his back taken on (B)(6) 2015. The x-ray was ordered by another hcp for a different issue but the radiologist noticed that the leads were not where they were supposed to be. The x-ray results read: ¿electrodes tip of the bladder stimulator is not positioned adjacent to the wall of the rectosigmoid colon.¿ this issue was discussed with the referring physician on (B)(6) 2015 and the patient believes his interstim managing hcp spoke with the hcp that noticed the leads were wrong. The managing hcp ordered another x-ray to check on the leads but the patient never heard back. The last thing the patient heard from the rep was that they were either going to fix the leads or move the implantable neurostimulator (ins) to the other side. Additional information from consumer¿s friend reported that the patient¿s device was not working. The patient went to the hospital but was not helped. Patient services suggested going to the emergency room; the patient had not urinated all day. Further information from the manufacturers¿ representative reported that the patient had therapy success until recently. The rep met with the patient at the managing hcp¿s office in an attempt to troubleshoot after the patient reported decreased therapy success and pain. The patient had a recent work up at this time because the primary care physician thought he had bowel obstruction. The imaging ordered by the managing hcp appeared normal as he only received the anteroposterior (ap) view. The rep asked the hcp to discuss options of replacement vs removal with the patient. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. The event date was estimated based on the lack of therapy issues starting in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.